Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm had a 15 mm long neck with a proximal diameter of 24 mm and a distal diameter of 23 mm. The proximal neck had mild thrombus, mild angulation, and mild calcification, there was distal calcification of the aneurysm, and the right and left iliac arteries were also calcified. It was reported that as the deployment of two rings of the stent graft was started, the graft moved upward, causing a partial occlusion of the renal arteries, which were 7 mm in diameter. A reliant balloon was inserted through the ipsilateral limb up to the flow divider and was used to pull down the stent graft in order to uncover the renal arteries, successfully leading to a less than 0.5 mm covering of the renal arteries. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Secondary intervention required).